Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure for the elective replacement of a generator, the right ventricular lead was capped (B)(6) 2018 and replaced due to inadequate capture threshold. No complaints were received on the old generator or atrial lead that was capped. No patient consequences were reported.